Event description:
The lead was returned with no information, but appears to an attempted but not implanted lead. The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up with the physician's office did not yield any additional relevant information regarding this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : helix disengaged from helical channel, distal conductor distorted, tip seal observation, and blood noted on helix mechanism; the analyst noted that the helix will not extend due to being over-retracted; full lead returned and analyzed.